Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had cracked reservoir tube lip and minor scratches on display window noted. Data analysis- unable to perform data analysis due to no insulin pump history available on history download. No data was available due to insulin pump being received without battery in the battery tube.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was brain tumor; the customer had severe headaches for six months. The customer had kidney failure. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it was removed shortly after (B)(6) 2015. The insulin pump was removed at the hospital, by the emergency workers, due to treatment and illness. The caller agreed to return the insulin pump for analysis.